Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Impella stopped alarms after multiple attempts to restart/troubleshoot. Decision made to place second pump and switch automated impella controller (aic).

Manufacturer narrative:
Additional information has been provided in b5; d9 and h4. Corrected information has been provided in d4(primary UDI number). Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
Additional information indicates "the original pump that was having the pump stop issues was collected and returned to hq. The pump was removed and exchanged for new impella cp. No issues regarding the second pump that was placed in the same setting."